Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-17295. It was reported that the patient presented for an implant. During the procedure the lead exhibited poor signal strength, large background noise and was dislodged after placement. The lead was not used and replaced. The replacement lead had poor signal strength but less background noise. The lead remained implanted. The patient was stable.